Manufacturer narrative:
Initial reporter's occupation is system clinical technologies program manager.

Event description:
Information was received indicating a patient was found asleep on the patient control dose cord. It was not specified if the button was depressed or if the patient received unwanted doses. The patient was receiving hydromorphone 0.1mg with a lockout of 10 minutes with a 1 hour dose limit of 1.2mg. There were no reported adverse events.